Manufacturer narrative:
(B)(4).

Event description:
The pt felt shocking down his neck for at least a couple of months. There was no known related accident or incident. The system was last evaluated sometime in 2010. One of the leads showed impedance greater than 2,000 ohms on all of the unipolar pairs. The other lead had a few electrode pairs with impedance greater than 2,000 ohms as well. X-rays revealed one lead had migrated slightly down the neck and there was a bend at the distal end. The outcome is unk. Further info is being requested at this time. See also MFR report 3004209178-2011-00978.